Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had noise on the right ventricular (rv) channel that was not oversensed. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).